Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented to the hospital with symptoms of dizziness. The pulse generator exhibited multiple noise reversion episodes, the noise could not reproduce with isometrics or provocative testing. The physician elected to reprogram the ventricular sensitivity. The patient would be monitored with routine follow ups.

Manufacturer narrative:
Analysis was normal. No anomalies were found.